Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer was admitted into the emergency room (ER) with a blood glucose level of "high", although specific level was not provided, and ketones. Customer attempted to address the elevated (bg) with a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolve the issue, and the customer was released on (B)(6) 2024 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.